Event description:
It was reported that the doctor performed spinal fusion surgery on the patient during which rhbmp-2/acs was used. Following surgery, the patient had new and increased back pain and numbness in her arm. The patient presently continues to have pain and numbness due to the surgery. The patient's quality of life has completely diminished.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation.so, cause of event cannot be determined.